Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "air detected" alarm and the iabp stopped pumping. The customer verified there were no physical signs of blood on the iabp tubing and replaced the iab but the alarm persisted. The patient was switched to another iabp and symptom occurred again. The patient was switched to a third iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative could not confirm the "air detected" alarm condition when he gained access to the two pumps on (B)(6) 2013. He replaced the helium tank and the battery (part number d146-00-0039), completed an inspection with full calibration, functional testing, and safety check to factory specifications. The iabp functioned normally and the company representative returned the iabp to the customer. (Second pump related to this event serial number (B)(4): MFR report #2249723-2014-00374. Ref: (B)(4).